Event description:
Clinical study. Same case as 2134265-2009-03483. It was reported that after a coronary artery stenting procedure, the pt expired. The lesion being treated was a 2.75 mm, 75% stenosed, 30.0 mm long portion of the mid left anterior descending (mid lad). The physician treated the lesion with predilatation using a 2.0 x 15 mm device. The physician then successfully placed a 2.5 x 16 mm taxus express2 study stent in the target lesion. A dissection occurred at the lateral branch. The physician's opinion is that the dissection occurred due to an anatomical issue, not related to the stent. No treatment was performed for the dissection. A taxus express2 2.75 x 16 mm study stent was also placed in the lesion. Ivus was performed and confirmed the stent was implanted properly. Residual stenosis in the lesion became 0%. Timi flow was 3, there was no gap between the stents. The pt was discharged 8 days later. During f/u at another hosp, the pt had a brain hemorrhage. He was taken to another hosp, where the pt expired. (362 days after the index procedure, the pt's death was reported, to the enrolling site, the exact date is unk).

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.